Event description:
It was reported that: the catheter body was found to be leaking. The physician inserted the primed catheter and discovered the leak when drawing blood. The physician changed to a new PICC set. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer report of catheter body leak was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and there was one potential finding of juncture hub leak before use for which a customer compliant was already initiated. However, without the sample returned, it could not be confirmed if the failure mode of this complaint is the same as the finding identified and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter body was found to be leaking. The physician inserted the primed catheter and discovered the leak when drawing blood. The physician changed to a new PICC set. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).